Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the centrifugal pump head could not be de-aired, and the user discovered fluid on the magnet side of the pump. No patient involvement as this occured during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).